Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level ranged between 80-120 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.